Event description:
It was reported that balloon burst occurred. The target lesion was located in the superficial femoral artery (sfa). A 6.0x150x150-hybrid fg sterling otw balloon catheter was advanced for dilation. During the procedure, the balloon was burst. The procedure was completed with the original device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling device was returned for detailed analysis. Both visual and microscopic examinations were conducted on the outer shaft, inner shaft, balloon, and tip. During the visual inspection, a separation in the guidewire lumen was identified at 23.2 cm from the tip. Additionally, the balloon was found to be separated at a distance of 2.4 cm from the tip. Multiple instances of buckling in the guidewire lumen were observed on the distal end of the separation site. Microscopic evaluation further revealed that the guidewire lumen had been stretched before the separation occurred.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the superficial femoral artery (sfa). A 6.0x150x150-hybrid fg sterling otw balloon catheter was advanced for dilation. During the procedure, the balloon was burst. The procedure was completed with the original device. There were no patient complications as a result of this event.